Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower part of the esophageal system to treat varicose veins during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, after the ligation device was installed, the bands were stuck and multiple bands were deployed together during deployment. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility address 2: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower part of the esophageal system to treat varicose veins during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, after the ligation device was installed, the bands were stuck and multiple bands were deployed together during deployment. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility address 2): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event bands unable to deploy. Block h2 (correction): block d4 (model number) and block g4 (premarket / 510k) have been corrected. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without bands attached to it. The ligator housing teeth were found in good condition. Additionally, the handle had marks of trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed, while the reported event premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis, the returned ligator housing had no bands attached to it, the ligator housing teeth were in good condition, and the handle had marks of trip wire indicating that it was secured. Based on the product analysis, it did not identify any evidence of either the alleged problems or any defect on the device; therefore, the most probable root cause of this complaint is no problem detected.